Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 466 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 134 mg/dl. Customer stated that the sensor had change sensor and sensor updating alert. Customer performed test on transmitter and test was passed. The insulin pump will not be returned for analysis.